Event description:
The customer stated falsely elevated results have been generated on the architect stat troponin-I assay. A patient generated an incorrect result of 60 ng/l (cut-off 40 ng/l) but the correct value was 21 ng/l. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. The meter has been returned for investigation, and a final report will be submitted, when the investigation is complete.

Event description:
An adc representative received a report of an adc meter user who had been on a school trip and had obtained readings on their meter that were perceived to be higher by approx "10mmol/l;" however, no comparative readings were reported. No specific adc meter readings were reported. It was reported the pt injected himself with insulin (amount unk) based on the readings and reportedly had a "fit" (seizure activity), lost consciousness, vomited and experienced additional seizure activity. No treatment was reported, no third party medical intervention was reported. Attempts have been made to clarify the event and product issue.

Manufacturer narrative:
Results: this is the final report. The customer's product, meter (B) (4) was returned and investigation was performed with an approved test strip and cal bar. During the investigation, control solution tests were performed and the a read control high issue was confirmed. There was no corrosion on the pcb and the pins were properly aligned. The root cause was isolated to an extremely rare corruption in the random access memory (ram) internal to the application specific integrated circuit (asic). This type of ram corruption was not detectable during the manufacturing testing process. The type of meter in this complaint is no longer being manufactured using that testing method and has been replaced by an improved xceed cr version that does not use an asic. This issue is on the 2 year rule list and is currently being monitored.